Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump pushed insulin out, but no numbers appeared on the screen. Customer also reported a compromised force sensor system alarm. Customer's blood glucose levels were at 212 mg/dl; customer reverted to a backup plan to treat. Customer reported that the insulin pump was dropped and the drive support cap was protruded. The device was replaced and will be returned for analysis.

Manufacturer narrative:
Insulin pump received with loose/protruded drive support disk. Insulin pump unable to prime during prime alarm test, force sensor test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. No compromised force sensor error alarm noted. Insulin pump passed displacement test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly.